Manufacturer narrative:
The introducer and pusher were returned. The implant and dispenser hoop were not returned. Investigation of the returned pusher found the gold connector kinked, the hypotube kinked, and the strain relief burnt. The monofilament displayed a mushroom profile. The burn mark found at the heater coil area of the pusher and the monofilament's mushroom profile indicate that the pusher was activated by a controller, resulting in a thermal detachment. Although the pusher was found kinked at the gold connector and hypotube, this did not hinder detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage to the pusher, but the damage is consistent with the device experiencing forces over specification. The cause of the coil detachment was due to activation of the controller.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that an embolization coil unexpectedly detached in the microcatheter. The detached implant coil and pusher were removed in their entirety without additional intervention. There was no reported patient injury. The patient's current condition is reported to be "fine."